Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files was unable to confirm the reported drop in speed as the reported timeframe was not captured in the event data. A specific cause for the event could not be conclusively determined through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. Data in the event log files did not include the reported event date of 10jul2024 as older data is overwritten by newer data. Multiple pi events were recorded over approximately 2 hours of event data on 12jul2024 that were reportedly due to dehydration. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for mlp-010451 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. There are no audible alarms with a pi event. Section 7 ¿alarms and troubleshooting¿ (under ¿alarms that do not appear in alarm history¿) explains that pi events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history. The heartmate 3 lvas patient handbook, rev. D, is currently available. The patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that no speed drop was seen on the log files and it was suspected to be misread by the patient. No treatment was performed for speed drop, and it did not occur again.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient saw a speed drop on their system controller from the baseline 6000rpm to 900rpm. There were no associated alarms but acute change in pulsatility index (pi) associated with dizziness. The event log file captured persistent pi events all throughout the log file on (B)(6) 2024. The cause of the persistent pi events and dizziness was determined to be dehydration which resolved with IV and rehydration.